Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified left anterior descending (lad) artery. The lesion contained >=90 degree bend. A guiding catheter was reused, then pre-dilation was performed. A 2.75x38 promus premier¿ drug-eluting stent was advanced however resistance was encountered inside the guiding catheter. The stent delivery system (sds) was pushed inside but still failed to advance. The device was then pulled out, but could not come out as it became stuck inside the guide catheter. The whole system was then removed and a new catheter was advanced. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Upn- search corrected from unk758 - promus premier - cmc - maple grove (intervent cardio) - 30000 to h7493925138270 - promus premier ous mr 38 x 2.75 - 39251-3827. Upn corrected from unk758 to h7493925138270. Catalog/model #, device lot number, device expiration date, device evaluated by MFR., eval summary, device manufactured date, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: a stent delivery system (sds) was returned for analysis broken into two sections and without the manifold and strain relief hub. A visual and microscopic examination of the crimped stent found stent damage. A number of central stent struts were damaged. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged distal portion of the stent was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube breaks and multiple hypotube kinks. There were two break sites; at (1) 143mm and at (2) 125mm proximal to the device tip. The manifold/strain relief hub proximal of the most proximal hypotube break (break 1) was not returned. Break 1 occurred 1cm (+/- 5 cm) distal to the distal end of the strain relief. Break 2 occurred 19cm (+/- 5cm) distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found damage to the tip. The device was tracked over a 0.014'' guidewire and through a 6 french (inner diameter: 0.071'') guide catheter and no issues or difficulties were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified left anterior descending (lad) artery. The lesion contained >=90 degree bend. A guiding catheter was reused, then pre-dilation was performed. A 2.75x38 promus premier¿ drug-eluting stent was advanced however resistance was encountered inside the guiding catheter. The stent delivery system (sds) was pushed inside but still failed to advance. The device was then pulled out, but could not come out as it became stuck inside the guide catheter. The whole system was then removed and a new catheter was advanced. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.